Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection and microscopic analysis completed. Multiple kinks and a break was noted 22.5cm distal to the distal end of the strain relief along the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The balloon was examined, and no issues were noted. Balloon wings were subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on analysis completed 29march2024. It was reported that the device failed to cross the lesion. During percutaneous coronary intervention, a 2.25 mm x 15.00 mm agent dcb was advanced, but failed to cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. However, device analysis revealed a shaft break.